Manufacturer narrative:
Concomitant medical products: covidien etco2 disposable; monoject 35m syringe; therapy date (B)(6) 2015. The customer requested an event log review for the events from 1400 on (B)(6) 2015 to the last entry for (B)(6) 2015. Analysis of the pcu event logs shows that the pca was programmed to infuse pca dose only for hydromorphone 9mg in 30ml at 5:33 pm on (B)(6) 2015. The pca dose is 0.2mg, lockout interval is 10 minutes and the max limit is 2mg/4hr. This infusion ran until 2:16 am on (B)(6) 2015. There were 19 successfully delivered pca dose requests for a total volume infused of 12.6654ml. There were 15 unmet pca dose requests due to the request being made too early. There were 23 unmet pca dose request due to the max limit being reached. Around 1:14 am on (B)(6) 2015, the etco2 module started alarming for low etco2 and low respiratory rate. At 1:24 am, the etco2 module recorded no breath detected. Breath was not detected for the next 10 minutes; following this the system was shutdown and powered off. No device was returned for investigation. Devices not received, log review only.

Event description:
The customer requested assistance downloading and analyzing a device log; reportedly a patient with multiple comorbidities expired while connected to the pcu+pca+etco2 devices. This does not allege that the devices or programming contributed to the patient's death.